Event description:
It was reported the patient presented for implant procedure. During surgery, the lead exhibited a failure to capture. The procedure was completed with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received a partial lead distal portion was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection did not find any anomalies on the returned portion of lead.